Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage of power supply on x-ray control module was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an x-ray temporarily disabled error message. The fse reported that the system was inoperative when this occurred. This resulted in a temporary loss of imaging functionality. There is no report of injury or death.